Event description:
Received newspaper article regarding a customer who was struck by a vehicle while driving his wheelchair in the street in the evening.

Manufacturer narrative:
Device serial number not available. Device not available for evaluation. A follow-up report will be submitted should the device become available.